Event description:
A surgical procedure for gastro-esophageal reflux was being done. When stomach tiisue was grasped with a forceps, the upper jaw broke off. The metal piece was retrieved from the pt without difficulty and the case was completed.